Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you provide the surgical procedure type: laparoscopic cholecystectomy with intraoperative cholangiograms; was there an issue with the device performance prior to it being stuck on tissue: there was no issue prior too it getting stuck. We put on 2 clips and they worked just fine; was the device not feeding clips: it was feeding the clips just fine; were clips feeding sideways into the jaws: no the clips weren¿t feeding sideways; did device fire malformed clips: no malformed clips; did device fire scissored clips: no scissored clips; did device drop or eject clips: no dropped or ejected clips; was a cholangiogram done on the procedure: yes a cholangiogram was done; was device fired over another clip or hard structure: no hard structure or fired over clip; was there any damage to the tissue as a result of the device being stuck closed: no damage; was there any patient consequence: no pt consequences.

Event description:
It was reported that during an unknown procedure, the device would not open and was stuck on tissue. The customer had to "pull it off". It was unknown if there was any patient consequence. It was unknown how the procedure was completed.